Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, wear abrasion, white particles inside the device and calcification white in the surface of the shell. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease sharp opening on radius side and a punctured in the radius side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease sharp opening on posterior due to a fold flaw opening, a puncture opening on posterior due to surgical damage like.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.